Event description:
The argon laser was turned on to use with a biolitec megabeam endo-ent probe. Started at usual settings of 1 watt, 0.2 duration. Surgeon requested increasing power settings due to laser not working effectively. Certified surgical technologist then noted that the fiber wire was glowing. The fiber wire was replaced and the laser performed at original settings without a problem. The surgery was able to be completed and there were no complications. Note: it was a new fiber, not a re-sterilized fiber.